Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant in the pulmonary position due to a concern that the valve would be insufficient. The physician's report stated: "I intended to restore rv-pa continuity with off-label use of a medtronic freestyle porcine root. I chose a 27mm and performed the distal (outflow anastomosis). I noted that all three of the leaflets were retracted up against the sinuses and became concerned about the competency of the leaflets. I occluded the branch pa's with tourniquets and attempted to distend the root with saline. Valve competence could not be demonstrated. With some reluctance, I initiated the proximal or inflow anastomosis and noted significant distortion of the valve. I felt this was the result of the stiffness of the porcine root and the gentle curve required to reconstruct the rv outflow tract. With the above concerns in mind, I elected to remove the porcine root and restore rv-pa continuity with a valved pulmonary homograft. There was no harm to the patient and the incident only extended the length of time on cpb minimally.

Manufacturer narrative:
Evaluation = device history reviewed. Results= device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the valve continues to undergo extensive testing. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted.